Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported via legal documentation the patient had a right knee replacement approximately 7 years after the initial procedure. The patient had a right knee revision. Diagnosis: right knee instability, poly wear, synovitis and pain. Findings: global instability right knee with 3 deg hyperextension, 5 deg v/v laxity and 1cm ap drawer laxity. Synovitis with effusion. No gross evidence of infection. Patellar component well fixed. Femoral and tibial components well fixed. Poly wear. Osteoporosis. The patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. Additional information was received from the facility stating the patient experienced femoral knee debonding/loosening, polyethylene wear of right knee joint prosthesis, initial encounter; instability of internal right knee prosthesis, initial encounter; pain due to total right knee replacement this is 1 of 2 reports.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The reason for the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability and femoral loosening cannot be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images radiographs, or relevant clinical information were provided. To the reported event. However, this cannot be confirmed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.